Manufacturer narrative:
(B)(4). The biomed indicated that he will perform his own internal investigation and will not be returning the device for evaluation. The cause of the customer's experience could not be determined.

Event description:
A biomed called to determine how to download event logs. He reported that the IV device delivered medication (unspecified) too fast and that the bag was empty too soon. He did not know if the medication was running as a primary or secondary. The reporter would not provide nursing contact information. It was reported that no patient harm occurred and no medical intervention was required. The customer stated that no further patient/event information is available. He also stated that he will do his own event log review and that no product will be sent in for an investigation. No tubing was saved.